Event description:
A user facility clinic manager (cm) reported to fresenius that a fluid leak occurred during a patient's hemodialysis (hd) treatment. The fresenius combiset bloodline that connects to the venous side of the fresenius dialyzer disengaged from the blue threaded connection. The issue occurred upon treatment initiation. Additional information was obtained during follow-up with the cm. There was no defect or damage noted to the bloodlines. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 100 ml. Treatment was restarted and successfully completed on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: upon further review, it was determined that the optiflux dialyzer did not cause or contribute to the event reported on 1713747-2024-00030. A photograph was received upon complaint intake that shows the components of the dialyzer were not involved in the blood leak. Since a reportable malfunction did not occur with the optiflux dialyzer, there will be no further updates on 1713747-2024-00030.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a fluid leak occurred during a patient's hemodialysis (hd) treatment. The fresenius combiset bloodline that connects to the venous side of the fresenius dialyzer disengaged from the blue threaded connection. The issue occurred upon treatment initiation. Additional information was obtained during follow-up with the cm. There was no defect or damage noted to the bloodlines. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 100 ml. Treatment was restarted and successfully completed on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.